Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon review the patient's implantable cardioverter defibrillator exhibited episodes of pacemaker mediated tachycardia. The patient reported a syncopal episode back in (B)(6) of 2018 but it is unknown if the two were related. The patient's device was reprogrammed to account for the patient's retrograde conduction and the patient was stable.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon review the patient's implantable cardioverter defibrillator exhibited episodes of pacemaker mediated tachycardia. The patient reported a syncopal episode back in (B)(6) of 2018 but it is unknown if the two were related. The patient's device also exhibited t-wave over-sensing. The patient's device was reprogrammed and the patient was stable.